Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the large hem-o-lok clip applier instrument clip would not clamp closed during clip application. The user completed the procedure using the backup instrument with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to used and nothing was noted out of the ordinary. The issue occurred while the surgeon attempted to clamp on a vessel or tissue bundle. The clip would not lock closed. The medium-large green weck clips were used with the instrument on the vessel or structure. The instrument had been used on the first application when the incident occurred. The customer used a different clip applier instrument to resolve the issue.

Manufacturer narrative:
Based on the claim against the product noting clip application failure, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the large hem-o-lok clip applier instrument to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and found to have multiple input disks broken. Input disk #7 was found broken into pieces inside the base of the housing. Hairline cracks were found on grip input shaft #6. This confirms the customer reported failure. Additionally, further investigation confirmed a broken chassis. The broken piece was returned, measuring roughly 0.730¿ x 0.215¿ in size. This is unrelated to the primary issue. The complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.